Event description:
A report was received that the patient's precision system was explanted due to an infection. The physician decided to explant the patient when the patient reported feeling sensitivity to the touch at the ipg site and the lead area and had also lost weight. The patient was prescribed oral antibiotics for the infection. The physician did take cultures of the infection and the results are still pending.